Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, the user reported frequent high and low blood glucose (bg) events, with a lowest blood glucose (bg) of 47 mg/dl and a highest of 391 mg/dl. The user's fluctuation was linked to inconsistent meal announcements, as the user had been told not to announce meals due to insulin sensitivity. The user agreed to a factory reset and additional training to address maladaptation. By (B)(6) 2025, reports showed blood glucose (bg) had returned to range after a supply change. Blood glucose (bg) was corrected with fast-acting carbohydrates and ilet insulin delivery. The user's reported symptoms included thirst and frequent urination. No outside assistance or medical intervention was required.